Manufacturer narrative:
(B)(4) date sent: 7/5/2016. Batch # unk additional information was requested and the following was obtained: did the tissue pad melted? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off? "Piece missing" if yes, did any piece fall into the patient? No. Did this cause a change in the plan of care for the patient/no.

Event description:
It was reported that during an unknown procedure, tissue pad piece missing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90e28. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11. The device was analyzed, and it was determined that it was likely used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.